Manufacturer narrative:
The review of the inspection records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Regarding data investigation and provided information, the root cause of this issue is determined to be user error because implant was overturned on the inserter which released the implant from cartridge. There is no evidence to indicate a device issue. If additional information is obtained with device evaluation that adds value to the relevant content of this report, a follow-up report will be sent. Not received yet.

Event description:
Mobi-c p and f us : disassembled during the case when the implant was put on inserter, it was overturned and not tight on handle. So, implant was disassembled. No harm to the patient. Replaced by another device of the same size. Delay 5 min. Waiting for disassembled product returned.